Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of thirteen (13) years, three (3) months. The reason for re-operation was due to stenosis with a mean gradient to of 13 mmhg, secondary to structural valve degeneration. A 29mm transcatheter valve was successfully implanted via transapical approach and the patient was noted as being hospitalized in stable condition.